Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 20 synergy drug- eluting stent was advanced for treatment. However, it was noted that the stent was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The first 4-5 proximal stent strut rows were found to be pulled and bunched distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 20 synergy drug- eluting stent was advanced for treatment. However, it was noted that the stent was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.